Event description:
A 24 mm diameter x 14 mm x 13.5 cm length aneurx bifurcated stent graft and it's components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that after the stent graft was a small undetermined endoleak present. The proximal end of the stent graft was ballooned with a reliant balloon in an attempt to resolve the endoleak. The endoleak improved indicating it may be a proximal type 1 endoleak; however, that could not be confirmed. The physician elected to not intervene any further and decided to evaluate the pt at f/u. No add'l clinical sequelae were reported.